Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery had dropped down to 3yrs over last 12 months. Data analysis was requested. This device remains in service. No adverse patient effects were reported.